Event description:
Event description guidant received information that the patient with this pacemaker had a heart rate in the 30s. The device is on advisory. The pacemaker interrogation in the ER found no capture and the expected battery longevity was 0.5 years. Attempts to get lead impedance measurments were unsuccessful as the device indicated 'nr' instead of a reading. The device memory was downloaded and sent in for analysis. Engineering found incorrect data and recommened replacment. During the procedure, the device went to no output leading to patient symptoms. The device was successfully replaced and the patient is well.